Event description:
It was reported a closure device detachment occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After deployment of the closure device, it was determined the device should be repositioned into a slightly proximal location within the laa. When attempting to recapture the closure device it was discovered the core wire had detached from the device. The closure device met all release criteria and the decision was made to conclude the procedure with the closure device in place. No patient complications were reported.